Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the nozzle, bending section cover, probe cover and adhesive around objective lens and light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. There was no deviation from the instructions for use in reprocessing steps for the location where the foreign material remained. There was no physical damage on the location where the foreign material remained. The event can be detected/prevented by following the instructions for use which state: detection method is described in gif-q150 operation manual chapter 3 preparation and inspection. Preventive measures are described in gif-q150 reprocessing manual chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.